Event description:
It was reported that a motor stall was confirmed in pump event logs. The pt had an MRI and did not have the pump status checked post MRI. Twenty days later, upon interrogation of the pump the motor stall was noticed, a 'stopped pump period may exceed tube set' message was also seen. The motor stall recovery occurred during this interrogation. No audible alarming were occurring and no pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device registration system indicates it is dilaudid. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.